Event description:
It was reported that the patient with this right ventricular (rv) lead had perforated and patient experienced pain about 3 inches below the left nipple radiating towards axilla. Subsequently, this lead was surgically repositioned and to date, the lead remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this right ventricular (rv) lead had perforated and patient experienced pain about 3 inches below the left nipple radiating towards axilla. Subsequently, this lead was surgically repositioned and to date, the lead remains in service. No additional adverse patient effects were reported.